Event description:
It was reported that a patient presented with loss of tachycardia response noted on the patient's implantable cardioverter defibrillator. This resulted in a patient arrhythmia. No intervention or further adverse patient consequences were reported.

Manufacturer narrative:
Please correct this report 2017865-2023-93267, the same issue was reported as 2017865-2023-93589.